Event description:
A pt was anesthetized for a long procedure using the ge advance anesthesia delivery system. During the course of the anesthetic, it became necessary to change the soda-sorb in the machine because the absorbent was exhausted, evidenced by the pt rebreathing higher levels of co2. In the process of changing the cannister to a fresh one, an o-ring became dislodged from the device. This was not recognized immediately because the operating room was dark for the procedure, and the o-ring is very small. When the cannister was replaced into the system, and the o-ring was not on the device, the machine lost its seal and we were unable to ventilate the pt. It was complicated by the fact that no one knew there was an o-ring on the cannister that could be dislodged and also that ge did not supply any additional o-rings to replace one if it comes off. We had to stop the surgery, ventilate the pt with an ambu bag while staff were crawling around on the floor to find the o-ring. When it was located, we replaced it (after having to find exactly where it had been dislodged), and the procedure continued without event. This could have caused harm by not being able to ventilate the pt.